Event description:
A customer reported that the flap made in the left eye during a lasik procedure was unable to be lifted and treatment was aborted. The treatment for the right eye was completed with no harm to the pt. Additional info received states that the pt will be seen in follow up for an (B)(6) exam to see how the flap is healing and at that time the surgeon will determine the next step which could include proceeding with the lasik procedure.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).